Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump is having problem during filling the tubing and her insulin pump was exposed to fluid. The patient¿s blood glucose was 335mg/dl at the time of the incident. The reservoir is leaking because of missing o rings. The device is not expected to be returned for analysis.